Event description:
It was reported that the patient¿s generator replacement surgery was completed. The explanting facility expressed not having the explanted generator in their possession. Therefore, product return to the manufacturer is not expected. No additional pertinent information has been received to date.

Event description:
Communication with the office of the treating physician showed that the increase in frequency and severity of seizures had no relation to the patient¿s vns. The patient¿s seizures are simply difficult to control, and the seizure levels were at the same level as the patient¿s pre-vns baseline. Fycompa was added as intervention for the patient¿s increase in seizures, but it was not to preclude a serious injury. No additional pertinent information has been received to date.

Event description:
The patient¿s mother reported that the patient previously experienced some ¿bad seizures.¿ the patient was experiencing several seizures about the time she went to bed. The seizures mentioned were stated to be more severe than those experienced prior to starting vns therapy. The severity and frequency of the seizures was outlined to have decreased in the subsequent months. The patient was reported to have been around a person who had been smoking, and that cigarette smokes appeared to trigger seizures in the patient. No additional pertinent information has been received to date.